Event description:
After an implantation period of approx. 45 months, it was reported that the device shows the eri status. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the eri battery status which was activated on august 24, 2022. The amount of charge taken from the battery was verified. The battery condition was found to be as expected and the current consumption was normal. Please note, the remaining battery capacity in percentage is the available capacity until eos, not eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.